Event description:
On november 18, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the system performed had deviated from the normal behavior. The sensor was requested to be returned for further investigation. A visual inspection of the returned sensor showed a significant amount of chemical component (hydrogel) to be missing over the sensor's optics and the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The in-house testing of sensor was inconclusive due to the missing chemical component. A review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 14 february 2025 g3.date received by the manufacturer? 14 february 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.